Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The cg stated that she spoke to the nurse who had the cg disconnect the home patient (hp) for the night and then call baxter. The cg stated that the nurse told her to end therapy for the night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. She did not know what may have caused the alarm to occur. The hp explained that she did not know the lot number. The hp advised that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported system error 2240 was not confirmed. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. CAPA (B)(4) was opened for the reported problem. The root cause investigation is in progress through renq-(B)(4).

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.